Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-03890. It was reported that the patient's right ventricular lead exhibited high capture threshold values while their left ventricular lead exhibited loss of capture. The patient was noted to have experienced episodes of dizziness as a result. The right ventricular lead was capped and replaced on (B)(6) 2020 while programming changes were made for the left ventricular lead. The patient's condition was stable throughout the event.